Manufacturer narrative:
The hydros handpiece was returned for investigation. The reported event was confirmed during functional testing, as the scope did not move when the scope carriage was actuated, confirming the reported event. Inspection of the returned hp confirmed that the scope collar was disengaged from the scope shaft, which prevented the scope from latching onto the hp scope tip. The failure of the collar weld is confirmed to be the cause of the event. A review of the device history record (DHR) for lot number 25c02417 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros user manual, um0401-00 rev. C provides detailed instructions on handpiece insertion in section6a. The manual specifically states the following: "if excessive resistance is encountered during handpiece manipulation, reposition the handpiece to minimize tenting the prostate and reduce the potential to damage the device while inside the patient." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was informed that during aquablation therapy the customer experienced difficulty rolling back the scope carriage on the handpiece (hp). The customer swapped this hp for another but they encountered the same issue. A third hp was opened and inserted but the customer was still unable to roll back the scope carriage. As a result of this issue, the treating surgeon converted the procedure to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient as a result of this event.